Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump returned an error alarm. Customer also reported that no basal rates were listed in the insulin pump. Most recent blood glucose level was 550 mg/dl. Customer reported treating with a manual injection. No further information was provided.